Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation (orif surgery for a femoral trochanteric fracture. On (B)(6) 2024, the patient reported feeling discomfort and upon examination, it was found that the nail had broken off near the blade hole. On (B)(6) 2024, a revision surgery was performed. The broken nail was removed, and refixation using trochanteric fixation nail advanced (tfna) implants and cement was done. The revision surgery was completed successfully with no surgical delay. Patient was stable. The surgeon commented as follows: bone union has not been achieved. There is also suspicion of infection. This report is for an unknown tfna helical blade. This is report 2 of 3 for (B)(4).